Event description:
This spontaneous case was reported by a physician and describes the occurrence of hypersensitivity ("allergy symptoms") in an adult female patient who had essure inserted. The patient's concurrent conditions included asthma, migraine and endometriosis. In 2011, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal required). Essure was removed. At the time of the report, the hypersensitivity outcome was unknown. The reporter provided no causality assessment for hypersensitivity with essure. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of hypersensitivity ("allergy symptoms") in an adult female patient who had essure inserted. The patient's concurrent conditions included asthma, migraine and endometriosis. In 2011, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal required). Essure was removed. At the time of the report, the hypersensitivity outcome was unknown. The reporter provided no causality assessment for hypersensitivity with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.